Manufacturer narrative:
The manufacturer narrative below is a correction of the narrative that was listed on the previous follow-up report. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the e315 error could not be identified. However, it's likely the cause is related to a scope detection error. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the e315 error could not be identified. However, it's likely the cause is not related to a scope detection error. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No device will be returned to olympus. During troubleshoot via telephone, the reported issue was resolved. The customer removed the maj-1430 from the cv-190, subsequently, the cv-190 was able to be used with no further e315 errors. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The device has not been repaired in the past year. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported event. Based on the investigation results, the likely cause of the reported e315 error with the cv-190/tjf-q190v is due to the connection of the maj-1430(cable for connecting the scopes that are 180 related or before was connected). To mitigate the unsupported scope error, the instructions for use provides the following: properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result.

Event description:
The olympus technical support engineer was informed by the biomed at the user facility that the customer evis exera iii video system center received an ¿e315 unsupported scope error code¿ when an endoscope (tjf-q190v) and video cable (maj-1430) were connected to the video system center. The reported error code was found at preparation for use. No death injury or infection and no person or other was affected has been reported to olympus.